Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-20174-05293. The pt has four leads for off-label use (three are from the same lot). It was reported the pt is not receiving pain relief from stimulation. As a result, the pt was reprogramed per the doctor's suggestions and will follow-up to provide results.